Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73c2200771 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: we had two staplers that were no longer functional; failed to fire during use.